Manufacturer narrative:
(B)(4). Final report additional information including the part no. And lot code of the reported stem, the part no. And lot code of the associated broach, whether any of the devices associated with this event are available for examination, the outcome of the surgery; was the stem finally implanted at the correct position or was an alternative located and used, how was the femoral fracture treated, post-op x-rays, operative notes, patient information, whether the patient will be scheduled for any additional follow-up and an update on the patient was requested in order to progress with the investigation of this event, however, none of this information could be provided and thus no investigation could be conducted. Although the part nos. And lot codes of the metafix rasps and the implanted stem could not be provided, the device details of 3 metafix stems ordered from the reported hospital on the event date were identified and the relevant manufacturing records were reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the available information, no further investigation can be conducted and the root cause of the event could not be determined. The surgeon commented that they believed the event was due to patient anatomy and the metafix rasps not being sharp enough, however, this has not been confirmed as the root cause. This case is now considered closed, however, should any additional information be provided then this case may be re-opened for further invetsigation. Please note: this report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
During surgery, a metafix stem sat approximately 5mm high. The surgeon wanted to remove the stem to broach the femoral canal more however, the stem could not be explanted. Surgeon then tried to impact further and broke the femur.

Manufacturer narrative:
Per (B)(4) initial report. Additional information including the part no. And lot code of the reported stem, the part no. And lot code of the associated broach, whether any of the devices associated with this event are available for examination, the outcome of the surgery; was the stem finally implanted at the correct position or was an alternative located and used, how was the femoral fracture treated, post-op x-rays, operative notes, patient information, whether the patient will be scheduled for any additional follow-up and an update on the patient has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. Upon receipt of the appropriate device details, the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
During surgery, a metafix stem sat approximately 5mm high. The surgeon wanted to remove the stem to broach the femoral canal more however, the stem could not be explanted. Surgeon then tried to impact further and broke the femur.